Manufacturer narrative:
(B)(4). A visual examination of the complaint device revealed that the needle of the gauge was at 0 atm. A functional evaluation was performed and the gauge needle would not move above 0 atm. Based on the condition of the returned device, the reported defect of gauge reading inaccurate was confirmed. The noted defect likely occurred due to handling of the device or portion of the device without direct patient contact either during shipping, unpacking or preparation of the device for the procedure. This could have led to the gauge receiving a shock causing damage to the internal mechanism of the gauge which would result in the gauge not operating to its specifications. Therefore, the most probable root cause of this complaint is handling damage. A search of the complaint database revealed that no other complaints exist for the specified lot. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during an esophageal dilation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, a balloon was inflated using the alliance inflation syringe. However, the gauge did not register a change in pressure as the balloon inflated. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be good.